Event description:
It was reported to st. Jude medical, inc. That this patient had an angio-seal device deployed in 2000 and was later referred for CABG surgery. While being induced, the patient arrested. Emergency surgery was performed and upon arousal post surgery, the patient complained of right foot problems. Three days later, a vascular surgeon was consulted and vascular surgery was performed which revealed a right external iliac occlusion. The angio-seal device had been deployed in the common femoral artery, however, it was placed in an atherosclerotic area; the anchor was present, however it was detached from the suture. A neurologist was consulted on the etiology of the foot drop and it was determined that compression of the peroneal artery was the root cause of the foot drop.